Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient daughter stated that the device was working well. However, they wanted to turned the level up as the patient was going to the bathroom more often and in doing, they accidentally touched the remote to the device and it hurt and so they turned it down and the device is working. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported uncomfortable stimulation. They further explained that they wanted to adjust patient stimulation and patient experienced a sharp, hot sensation that hurt and that "it shot a hot thing down or something." Stimulation was turned down but patient still felt some discomfort. During troubleshooting, it was determine that the therapy was on and patient was educated on how to change programs, and reviewed the stimulation on/off options until they met with their health care professional. It was confirmed that the patient was on program 4 at 2.8v and patient was comfortable, "it does not hurt as bad as the least channel." And stated that if program did not resolve the heating sensation, they will turn patient stimulation off and follow up with the health care professional. Additional information was received. It was reported the patient¿s device didn¿t seem to work, the patient was in pain. As for action taken, patient was directed how to change programmers. There were no further complications that have been reported as a result of this event.